Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received a failed battery test. Customer's blood glucose was unknown. During troubleshooting for failed battery test it was found that contacts on battery cap was rusty. Customer was advised to clean contact with q tip and alcohol. It was also reported that customer of receiving a compromised force sensor alarm. Customer was not able to exit the "preparing to prime" loop. Caller stated that insulin pump was not dropped or bumped. Caller stated that drive support cap appeared normal. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed prime during basic test due to loose/protruded drive support disk. We were unable to perform basic occlusion, prime, and the excessive no delivery test due to prime alarm. We were unable to perform occlusion, prime and the excessive no delivery test due to prime alarm. The insulin pump passed self-test, unexpected restart test and all operating current were normal. No unexpected low battery, failed battery test or off no power alarm noted during testing. However, the battery tube was corroded. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.